Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. No kit lot number was provided; therefore, no batch record review could be performed. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
Customer called to report a tubing leak after approximately 1500 mls of whole blood was processed. Customer said the reinfusion was almost complete when blood was seen leaking out of the top right pump head. Customer stated that the patient is stable. No product will be returned for investigation.